Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: b5, d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. Due to the balloon rupture, blood entered/leaked into these iabp units and alarms were generated, not malfunction of this iabp unit. The fse replaced the pneumatic module assembly (d997-00-1178). Inspection based on the service manual showed good results.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had blood drawn into the device due to balloon rupture and automatic filling errors and iab circuit leaks occurred frequently. There was patient involvement however, no adverse event reported.

Manufacturer narrative:
Due to character limit in block e1, event site city - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an "autofill failure" alarm. As a result, both the iabp unit and the iab catheter were replaced with new ones. The iabp therapy for the patient was continued using a third iabp unit and a second iab catheter. No adverse consequences to the patient were reported.